Event description:
Curved blade shaver had fragments come off blade during use - happened with 2 different lot #'s. Machine checked out by biomedical people and operators probably needed to switch to straight blade.